Event description:
The lead was returned by a competitor following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related.

Event description:
The lead was returned following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Follow up with the clinic reported the last cardiology visit was (B)(6)2009; last pacemaker check was (B)(6)2008. Patient was not pacemaker dependent. Cause of death listed as dementia/alzheimers. Patient was in hospice care and had stopped eating.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Evaluation summary (B)(4) outer insulation separation, distal conductor blood/body fluid. Proximal segment returned and analyzed.